Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Lot number, 12k26v564, provided by customer is not a valid lot number.additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A customer (B)(4) of a reconstitution device w/blister pak in which a leak was observed around the IV bag when punctured. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.